Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the tasp exhibits signs of repeated use, and is cracked on both sides of the post. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the cleaning process of the instrument, it was noticed that the instrument is worn. After further investigation, it was noticed that the tibial articular surface provisional was cracked. No patient involvement.